Event description:
It was reported that the customer had high blood glucose levels of 200 mg/dl. The customer reported that the insulin pump again alarmed no delivery. Troubleshooting was done. The customer was advised to disconnect at the quick release for the infusion set of the insulin pump. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did exit. The customer was unable to complete troubleshooting. The customer would like to have the insulin pump replaced. The customer was advised that the insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.